Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's son reported via phone call that the insulin pump stopped working after exposure to moisture. The customer¿s blood glucose was unknown. Customer's son reports there was fluid under the insulin pump lcd display. The customer's son was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.